Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation due to a lead fracture. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.